Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 444mg/dl, 173mg/dl. Tests were done within less than 10 minutes with a difference of 78%. Patient did not experience any adverse events. No further information has been reported.